Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided e1: last name unknown / not provided a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that implant was removed due to infection. Patient developed retrograde abscess after implant placement. Implant was removed and site was debrided with new guided bone regeneration. Will place an implant in the future. Immediate implant allograft placed at time of implant placement. Notes abscess, pain and inflammation.